Event description:
On (B)(6) 2014 customer reported unexpected negative results when testing a patient sample with capture-r ready-screen 3 (B)(4) on the galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo: batch 74856 tested on 07dec2014 using lots r520, 221269 negative reactions for all cells, visually negative for cells 1 and 3 (both e-), visually positive for cell 2 (e+) customer communication cc (B)(4) advises customers to visually inspect all negative results with capture-r ready-screen assays on the echo.